Manufacturer narrative:
H6: investigation findings (appropriate health impact term/code not available): malfunction observed without conclusive finding. The device history record for lot 30151927 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed there were no blockages in the system nor were there any signs of damaged/pinched or curved tubing. Testing of the sample revealed that when the thumb valve was depressed and released multiple times the thumb valve returned to the upright position after each release. The sample was attached to the mobivac suctioning equipment with the suction set at 120mmhg, upon connection, the sound of air leaking was heard. The distal end of the catheter was inserted into a beaker of water with blue dye and suctioning occurred while the thumb was in upright position (suctioning should not occur when the thumb valve is in the upright position). The thumb valve was then turned into locked position and suctioning did not occur. The reported event could be confirmed; the root cause was traced to manufacturing. All information reasonably known as of 03nov2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: d5; g4; h3. All information reasonably known as of 05 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported the suction catheter thumb valve ¿does not retract all the way.¿ no additional information was provided.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.